Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
This subject is participating in journey ii cr clinical study. Subject expired due to stroke on (B)(6) 2016. Subject had total knee replacement operation on (B)(6) 2016. A sade was reported as the site deemed the event possibly related to the study procedure.